Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose of 1228 mg/dl. The customer stated that she was almost unconscious and could not stay awake. The customer stated that she got an alarm on the insulin pump, and insulin was squirting out during the manual prime. In addition, the customer stated that the insulin pump has bee shutting off randomly. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.